Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an x system before surgical ports placement, the customer reported that they were unable to perform procedure due to errors c-00 and c-34 occurring on the erbe system. The procedure was aborted, with no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint errors c00 and c34. During the power-on test, the c34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The integrated electrosurgical unit (iesu) was received with broken bezel. The probable root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.